Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 207923, and no non-conformances related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on 2/27/2019. Device evaluation summary: it was reported that a 41-year-old caucasian female underwent primary breast reconstruction with a mentor smooth round moderate profile 350 cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination the device appeared intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. The complaint was not confirmed. At this point it is not possible to determine the root cause of the white material found on the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/16/2019. Device evaluation summary: according to the information received a deflation on a saline breast implant after implantation was reported. During leak testing a tear measuring approximately 0.1 cm located on the anterior aspect was noted. Leakage through the valve was also present. Microscopic examination was performed in the tear and no evidence of instrument damage was noted. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350 cc saline prosthesis, catalog #3501655, lot #207923. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast reconstruction with a mentor smooth round moderate profile 350 cc saline prosthesis and experienced deflation post procedure. The right prosthesis was gradually leaking. As a result, the device was explanted on (B)(6) 2019.